Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the superficial femoral artery (sfa). A 4.00mm x 150mm, 150cm ranger sl was selected for use. During the procedure, the balloon burst before inflation to nominal pressure. The procedure was completed with another of the same device. There were no patient complications and the patients status was stable.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the superficial femoral artery (sfa). A 4.00mm x 150mm, 150cm ranger sl was selected for use. During the procedure, the balloon burst before inflation to nominal pressure. The procedure was completed with another of the same device. There were no patient complications and the patients status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. There is a longitudinal tear to the balloon 38mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.